Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error and that the blood glucose ran high. The blood glucose reading was 27.5 mmol/l. The insulin pump had not been dropped or bumped or exposed to a strong magnetic field. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no unexpected pump error 4 or pump error 53 alarms noted during testing. Programmed multiple boluses and monitored; all boluses delivered and were listed in the bolus history screen. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The pump error 53 alarms were present format history file due to software error. The insulin pump was received with scratched casing. The insulin pump was received with crease on display window cover, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.